Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (xifnt510) fractured at the top. The patient was referred to an oral surgeon to replace. There was no other injury or impact to the patient. Tooth location 19.

Manufacturer narrative:
One osseotite tapered certain implant was received with an unknown abutment and crown. A visual inspection revealed that the implant had evidence of wear and discoloration around the platform and the drive feature. There were minor nicks around the threads and collar but no sign of reported fracture. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A root cause cannot be determined. The alleged malfunction was unconfirmed. The initial medwatch report submitted on 16-oct-2018, was incorrectly reported as a malfunction.

Event description:
It was reported that the implant (xifnt510) fractured at the top. The patient was referred to an oral surgeon to replace. The implant had to be removed. Tooth location 19.